Event description:
IV remodulin pt- pt in hospital from (B)(6) 2022 and was discharged a few days ago due to issues with blood pressure. Spouse comfortable mixing for pt (has been mixing for pt for over 2 years) but ran into an issue with recent cassette. Noted that once he tore the blue tab off, it made a popping sound, and then the hard membrane seemed to be pulling away on the one side. He denied any air bubbles and noted that this has never happened before. Counseled him to mix another cassette to error on the side of caution. Pt agreed and planned to mix another cassette for pt. Spontaneous call. Did the product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes; is the actual device available for investigation? Unknown; did we replace cassette? Yes, sending an extra cassette in next order, did the patient have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to cvs/caremark by: patient/caregiver.